Event description:
Customer's mother reported customer's infusion set had a leak. Customer's blood glucose went over 400 mg/dl. Customer stated there are currently no issues with the insulin pump, but she wanted to have the event documented. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).